Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up. The device interrogation revealed rv, out of range high, lead impedance. The lead remains in place. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped due to fracture.